Event description:
Additional information received notes that the atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of low lead impedance and noise were confirmed. As received, a complete lead was returned in one piece measuring 46.3 cm for analysis. Visual examination found compressed outer coil at the suture sleeve tie region consistent with overtighten suture at 6.5 cm and 13.7 cm from the connector pin. Electrical testing found shorts between conductors due to damaged inner insulation at the suture tie region. The cause of the reported events was due to the damaged inner insulation caused by overtightening suture consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s atrial lead exhibited low pacing impedance and lead noise. It was suspected that this may be due to a lead connection issue but was not confirmed. Programming changes were recommended. No patient symptoms were reported.